Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as the patient was commencing treatment, blood was seen in the venous lumen of the extracorporeal circuit before blood filled the circuit (blood pulsed in time with the rotation of the blood pump). There was a suspected blood ¿leak¿ inside the catheter hub (there was no external leak coming out of the hub and catheter and leak was only inside the catheter) between the two lumens, blood leak was seen moving from the arterial lumen extension (filled with blood) into the venous extension lumen of the catheter, when there should not have been any visible blood in the venous lumen as it was filled with infusate (the dialysis machine used makes and mixes its own dialysate that can be infused (infusate) into the patient. The circuit prior to connection to the patient is filled with this infusate.). There was no luer adapter issue. There was nothing unusual observed on the device prior to use, flushing was done prior to use and there was nothing abnormal noted, and no other defects/damages was found on the product where the leak was observed. The insertion site was treated with alcoholic chlorhexidine prior to product placement. The cleaning agent u sed on the device were alcohol 70% and chlorhexidine 2%, the cleaning agent typically utilized to clean the catheter in its entirety were also alcohol 70% and chlorhexidine 2%, the cleaning agent was not switched over the life of the catheter, the cleaning agents were not mixed, and the cleaning agent was allowed to dry thoroughly prior to dressing the area. There were no ointments applied at the exit site, the wound dressing utilized were griplok for securement and 3m tegederm IV advanced dressing, the wound dressing did not include any cleaning agents or antimicrobial properties, there was no protocol change for the cleaning agents used recently, the patients themselves was not using any type of cleaning agent or antibiotic on the catheters, there were no treatments (lotions/ointments, medications) used, patient was also not responsible for any type of catheter maintenance, and sepsiderm was not used to clean the catheters. Tego was not utilized, standard bloodlines and syringes were utilized with the device, no excessive force was used on the device and the catheter was not repaired. The patient treatment was continued and completed. Post bloods were taken from the catheter to measure urea levels and a peripheral blood sample was also taken. It was stated that the patient was found to have poor clearance during dialysis treatment and was not meeting the expected dialysis adequacy as evidenced by the peripheral blood urea. The patient blood urea level from the catheter was 7.8, but blood urea levels taken peripherally were 26.4. Due to the event the dialysis catheter was replaced, and in doing so the patient was exposed to another invasive procedure. There was no blood loss and blood transfusion was not required. There was no patient symptoms or complications associated with this event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g1, g3, h6 correction: h7, h9 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.